Event description:
Complainant alleged that while attempting to treat a pt, the device inappropriately shut down. Complainant did not indicate that there was any pt involvement in the reported malfunction. During subsequent testing, the malfunction could not be duplicated on several attempts.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.